Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erratic vitamin b12 results on several patient samples generated on unicel dxi 800 access immunoassay analyzer. The customer stated the elastomer seals were separating from the top of the reagent packs. The results were reported out of laboratory. The tests were repeated with the same and different lot of reagent. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The customer stated qc has been erratic on reagent lot 08784. Some of the affected reagent packs will be sent to customer product line support (cpls) for evaluation. Maintenance information was not supplied. No clear root cause for this event has been determined to date. The affected reagent packs are requested.